Event description:
Reporter alleged discrepant back to back blood glucose results of 327, 160, & 169 mg/dl, when all tests were performed 1 minute apart on the advantage system. The location of the testing was not provided. As a result, no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.